Event description:
The customer reported that a non-covidien electrosurgical pencil was apparently placed on the pt's chest rather than in its holster during a bilateral breast augmentation procedure. The site states that the pencil's coagulation button was stuck in the on-position. It was reported that during the procedure, a forcetriad generator was in use. The music was loud and the activation tones were turned down low. As a result, the pt received three burns. Two were exactly the same size and shape of the electrode used and are described as 2nd degree surface burns. It is unk how the burns were treated. The 3rd burn was approx the size and thickness of a pencil lead, and was in the exact location where a drain was to be inserted so the surgeon used this area for that purpose. The site's biomed service later determined that the generator functioned normally, but the pencil's coag function was faulty and continued to activate when button was no longer pressed.

Manufacturer narrative:
(B)(4). The site indicated that the incident generator will not be returning for eval. Further, the site is not returning the two return electrodes. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.